Manufacturer narrative:
(B)(4). Patient code selected as best code to describe user issue of potential exposure to tuberculosis. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as "either the inspiratory or expiratory limb disconnected from the wye.". No patient harm reported. The patient had been extubated at the time of this report. It was reported a nurse was sprayed in the face with condensation when the limb disconnected and was referred to employee health due to patient having active tuberculosis.